Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor was observed to have black particle in the reservoir. The device was filled with desferrioxamine. This was observed after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from october 23, 2014 ¿ october 24, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.